Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 414 mg/dl. Customer also reported getting alert for sensor error and calibration error. The customer was assisted with troubleshooting. Customer was advised to treat according to fingerstick reading. Customer will not return the device for analysis.